Event description:
It was reported that the customer was treated by the paramedics for low blood glucose. The customer stated that he has difficulty reading the screen on the insulin pump and he over-injected himself with insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report to complete to the best of our knowledge.